Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient has experienced blurry vision in right eye of the patient after refractive surgery, with post operative best corrected visual acuity greater than two lines. There are two related reports for this patient. This report addresses the patient's initials st, right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11 a review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified prior to and after the surgery date. Most recent technical site visit on confirmed device met specifications as per service and installation record. The review of the provided treatment report did not show any abnormalities that could contribute to the reported event. Additional information (such as postoperative clinical data and logfiles) were requested but could not be obtained. Without the associated data, a deeper investigation cannot be performed. Not enough information was provided to properly complete an investigation. Therefore, the root cause of the reported event could not be identified. The manufacturer internal reference number is: (B)(4).